Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a female pt, the device displayed a "defib pad short" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Company has received the prod, and will be providing a follow-up report when our investigation is completed.